Manufacturer narrative:
The insulin pump was received with no response from the up and down buttons due to corroded keypad traces. No button error alarm noted by analysis during testing. The insulin pump was received with a cracked lcd window at the bottom right side corner, a cracked case at the display window corners, and a cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 163 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.